Event description:
The customer reported there was no output from the digital visual interface (dvi) connection of the subject device. The reported issue occurred while preparing the subject device for use, prior to an unspecified procedure. The intended procedure was completed using another device. There was no delay in the procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no output from dvi) was confirmed and found to be caused by a printed circuit board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely there was no output (no image) from the dvi port due to the faulty circuit board (dp board). However, the root cause of the dp board failure could not be determined. Olympus will continue to monitor field performance for this device.